Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the device stopped responding after three firings. A new handle, adapter and reload were used to complete the procedure. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.